Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Lead was received on (B)(4) 2011.

Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. Device was not returned.

Event description:
Two days after implantation, the device was explanted because of increased threshold readings, loss of sensing and dislodgement. A new medtronic lead was implanted.

Event description:
Two days after implantation, the device was explanted because of increased threshold readings, loss of sensing and dislodgement. A new medtronic lead was implanted.